Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received regarding an implantable neurostimulator (ins). Patient (pt) said she can't recharge. Pt didn't have equipment to troubleshoot. Pt to call back when she has her equipment. Pt called back an hour later to troubleshoot recharging. Technical services (ts) had pt remove the recharger from the belt and place it over pt's implant and device was recharging with excellent connection. When the recharger was placed in the belt and over the implant, pt got good connection. Further assessment of the pocket revealed that implant is sticking out more and at an angle. Ts redirected pt to a health care provider to address implant pocket status.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt) stating they did not meet with their healthcare provider (hcp). The patient adds that they have to change positions multiple times while sitting or laying on charger, without the belt, while the charger is directly on their bare skin. They note that it takes hours for one charge session, and the issue has not been resolved.